Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead previously exhibited noise oversensing, high capture threshold, and high impedance dating back to at least 2017. The device was previously reprogrammed along with high voltage therapy being turned off. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.